Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Event description:
It was reported that prior to an implant procedure, the implantable cardiac monitor (icm) was initially able to be interrogated and patient information was entered into the device, but after powering down the programmer to move to a different location, the device was unable to be interrogated again. Another programmer was used and the device was removed from the exterior box, but the interrogation issue persisted. The device was not implanted and there was no patient involvement.